Event description:
It was reported that a circuit breaker tripped and the 9800 system stopped working during a case. The 9800 system had to be removed, and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The filament driver and foot-switch were replaced during the svc call. The sytem was tested and found to be working as intended and put back into svc.